Manufacturer narrative:
Correction: the correct date of event is (B)(6) 2012; not august 1, 2014, as previously reported. Implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (tesla strength unknown).surgery to replace the magnet has been completed (date not reported).